Event description:
On apr 2, 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasoft lancing device has a cap that is loose/falls off. This complaint is classified according to the documentation of the customer care advocate (cca). A no response letter was sent to the pt. Reportedly, since the "cap is loose/falls off" issue began the previous month at 5:30pm, the pt was reportedly not able to obtain a blood glucose reading. At 6:30pm, the pt reportedly developed symptoms described as "felt low, shaky, and sweats" while obtaining a blood glucose reading of "58 mg/dl" on an unspecified meter. The pt promptly administered self-treatment with oral glucose. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the pt claimed that she had symptoms that can be suggestive of hypoglycemia after she was not able to obtain a blood glucose reading for one hr due the reported issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.